Manufacturer narrative:
Customer is reporting that the pdm delivered a 6u bolus while they were sleeping. The returned pdm history shows a 6u bolus was delivered in the early morning on the last day of use. The bolus calculations show the 6u bolus was a correction bolus with the input of 13.6 mmol/l with a target bg of 5.5. The system generated a 1.7u bolus based on the bg input and a user adjustment added 4.3u to the bolus for a total bolus of 6u. No indication was observed in the log files that would indicate the bolus was uncommanded by the pdm. The bolus was observed to be confirmed by the user and went into the expected lockdown screen after being confirmed. No issues were observed that would result in an uncommanded bolus. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the omnipod personal diabetes manager (pdm) administered uncommanded insulin delivery bolus of 6 units of insulin at 00:29 am. This resulted in the patient's bg level to go low (exact bg levels was not provided).